Event description:
The pt reportedly developed a cholesteatoma in the middle ear of the implanted side. The pt's device was explanted. Advanced bionics is in the process of gathering additional information and will submit a supplemental report once new information is obtained.